Event description:
The patient reportedly experienced skin sensitivity and pain at the implant site with and without device use. The patient was prescribed antibiotics (type unknown) the pain has resolved and the patient continues to be monitored.